Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 2 months post implant of this 25 mm aortic bioprosthetic valve, the valve was explanted and replaced with a valve of same size and model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.